Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-oct-08 (B)(4)): information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency. It was reported by an advanced evaluation patient that they had gone to the emergency room because the bandage had been coming loose and was wet/bloody. On (B)(6) 2020, the patient reported that they were in the emergency room because their device pulled a part. On (B)(6) 2020, the patient reported that they had been changing their band-aid and they broke their lead wire. No further complications were reported at this time.